Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of the renegade hi-flo microcatheter for this complaint. The hub was detached from the device and not returned for analysis. The tip and shaft were microscopically examined. Inspection revealed that the outer shaft was separated at the proximal end where the hub would have been. The separated end appeared to be cut. There were numerous kinks throughout the shaft. The outer shaft was stretched 94.5cm from the proximal separation distally to the detached tip. Majority of the shaft on the distal end of the device was flattened and damaged. The tip and markerband were detached and not returned for analysis. Due to the appearance of the damaged shaft and the separated end of the tip detachment, it appeared that the detachment and damage were due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4) .

Event description:
It was reported that the microcatheter tip broke off. The target lesion was located in the sagittal sinus. A renegade¿ hi-flo¿ kit was selected for use. During the procedure, it was noted that the tip of the microcatheter detached inside the patient's body. An attempt to recover the detached component was unsuccessful and the radiopaque marker was left inside the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.